Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced "no symptoms" and was able to provide self-treatment with an unspecified (dose/type) insulin. In addition, the customer had contact with a non-healthcare professional (non-hcp) who provided an unspecified treatment. There were no additional details provided as the customer did not troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.